Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing damaged / broken could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d 2ss cv tubing broke while priming it. The following information was provided by the initial reporter: "tubing broken while priming".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv tubing broke while priming it. The following information was provided by the initial reporter: "tubing broken while priming".